Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that on (B)(6) 2016, the patient checked the left battery and found it to have reached elective replacement indicator (eri). The patient was implanted on (B)(6) 2012/(B)(6) 2013, and was not happy with the life expectancy of the device as he was told that the battery would last 7-10 years. No symptoms were reported. Please see report number 3004209178-2016-08120.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the issue that occurred was due to normal battery depletion.

Event description:
See related regulatory report 3004209178-2016-08120.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was replaced and the patient was doing great. The therapy was turned on and they were able to improve the patient's setting while using less energy.

Manufacturer narrative:
Please note that the device codes no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) reached a typical end of service (eos) and was replaced without any issues. Please see report number 3004209178-2016-08120.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep confirmed that the implantable neurostimulators (ins) were replaced on (B)(6) 2016 due to them reaching end of service (eos). It was also confirmed that the batteries only lasted 3 years when the patient was told they would last 9 years. The rep also stated that this eos was normal battery life, but the patient wanted the battery looked at.

Event description:
Additional information received from the patient reiterated that their batteries were replaced earlier in the year of date notified because one ins went dead as of (B)(6) 2016. It was stated that everyone was under the impression that the battery lasts 7 years, and inquired if their battery depletion was normal or not. Follow up with the healthcare provider (hcp) is to be conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.